Event description:
It was reported that the patient presented to the clinic for examination. Patient was lost to follow up and was having symptoms of presyncope. Noise was seen on the atrial lead. Programming changes were made. Post programming changes patient was seen in clinic. The patient was fine and had no symptoms of light-headedness. However, noise was still observed on the atrial lead but the change in the ventricular paced percentage indicated that there is no longer tracking of noise.